Event description:
It was reported that the patient's blood glucose level reached 16 mmol/l (288 mg/dl). The pod was worn between 4 and 24 hours on the infusion site (hip/buttocks). As treatment, the patient attempted to administer a correction bolus which was unsuccessful. A new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. The download data does not contain any alarm, timeouts or drive stalls. It could not be conclusively determined when this damage occurred.